Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of oekg, there was the possibility that the reported phenomenon was attributed to the wear of the pins and locks of the video connector receiver due to the repeatedly use for a long-term use because more than 5 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing, the endoscopic image was not displayed while the camera head or the endoscope was connected. The service department of olympus (B)(4) checked the subject device and found the followings. The video connector socket was worn out. The image disappeared and the message "unsupported scope" was displayed occasionally when the video connector which was inserted the video connector socket of the subject device was moved. (B)(4) surmised that this phenomenon was attributed to the worn out of the video connector socket due to the repeatedly use. There was no patient injury associated with this report.